Manufacturer narrative:
(B)(4). It was reported that the robot shutdown under the rosa registration tab. DHR review and review of complaint history did not identify any contributory factors to the event. According to the technical investigation, the controller error occurred when the robot arm was about to be driven to home (predefined) position, leading to a communication error and the shutdown of the device. As the error was not logged in the controller errors log, the root cause for the issue cannot be identified.

Event description:
The first event occurred under the rosa registration tab. The contactless registration method was chosen. The rosa arm was driven to the home position and the optical distance sensor was attached. The optical distance sensor was calibrated to the respective calibration plate. Before proceeding to the next step in the contactless registration, the rosa robot shutdown at approximately 2:32 pm pst. The rosa robot was rebooted and this event delayed the surgery case 5 minutes.